Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: fold creases, wear abrasion, yellow particles in device outer surface and partial delamination of plug strap disk shell. A microscopic analysis and leak test were performed which identified one opening crease smooth and partial delamination of plug strap disk shell. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: one opening crease smooth in the side radius assessed as fold flaw opening. Partial delamination of plug strap disk shell assessed as adhesive failure.

Event description:
Healthcare professional reported right side deflation and "patient's concerns with the product." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation and "patient's concerns with the product." Device remains implanted.